Event description:
On (B)(6) 2026, the patient reported skin irritation while using an mcot device with universal patch configuration. The patient experienced multiple skin reactions including allergic reaction, burning sensation, general redness, irritation, itching, peeling, raised skin, rawness, red bumps, blisters/welts, hives, and open sores. The patient has a history of sensitivity/allergy to adhesives. The patient sought medical treatment for the skin irritation and was prescribed a topical steroid medication. Despite the skin irritation, the patient did not take a break in service or discontinue using the device. The patient did not follow the recommended skin preparation instructions, specifically using dove products which are not recommended. The electrode lot number was discarded by the patient. As a resolution, troubleshooting was performed and the patient will be switching to a lead wire adapter (lwa) configuration later today.

Manufacturer narrative:
On (B)(6) 2026, the patient reported skin irritation while using an mcot device with universal patch configuration. The patient experienced multiple skin reactions including allergic reaction, burning sensation, general redness, irritation, itching, peeling, raised skin, rawness, red bumps, blisters/welts, hives, and open sores. The patient has a history of sensitivity/allergy to adhesives. The patient sought medical treatment for the skin irritation and was prescribed a topical steroid medication. Despite the skin irritation, the patient did not take a break in service or discontinue using the device. The patient did not follow the recommended skin preparation instructions, specifically using dove products which are not recommended. The electrode lot number was discarded by the patient. As a resolution, troubleshooting was performed and the patient will be switching to a lead wire adapter (lwa) configuration later today. The universal patch was not returned for evaluation. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms. The patient did not follow the recommended skin preparation instructions, specifically using dove products which are not recommended and has a history of sensitivity/allergy to adhesives the product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.